Event description:
It was reported that the device was used during a laparoscopic roux-en-y gastric bypass, it was described that the handle of the device split apart and the locking button was no longer functioning. Another device was opened to complete the case. No patient consequences.